Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unraveled knot could not be tested as it was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 device code 1142 removed.

Event description:
Subsequent to the initial filed report. The account confirmed the knot was loose not completely unraveled. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an percutaneous coronary interventional procedure using a 8f sheath. Reportedly, the suture came out with the knot unraveled when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.